Event description:
It was reported that the ankle strap would not latch due to the assembly missing from the device. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.